Event description:
It was reported that while driving, the patient lost consciousness and ended up in a ditch on (B)(6) 2026. The patient regained consciousness temporarily from the impact of the accident and was able to let the emergency medical technician (emt) and state trooper know that they were experiencing a severe low glucose alert. The patient stated that they were given two shots of glucagon and transported to two different hospitals. The patient experienced hypoglycemic seizure in the emergency room (ER) and ended up in the intensive care unit (ICU) in a coma for 5 days. The patient's blood glucose (bg) levels dropped below 30 mg/dl while wearing the pod longer than 48 hours. Specific treatment details at the ER and ICU were not provided but the patient reportedly usually treats their low bg with juice. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.